Manufacturer narrative:
Additional information received; it was reported that the device was prepared as per the instructions for use (IFU) and that these I nstructions were followed throughout the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during the endovascular treatment of a 57mm aaa. It was reported that during the index procedure the balloon did not inflate after it had been inflated twice. Per the physician the cause of the event was unknown but it was mentioned it could have been related to the patient's vascular morph ology and it was possible that the calcification had burst the balloon. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that after the device was removed from the patient, a portion of the balloon appeared to be torn. It is believed that there were no issues with the device prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.